Event description:
It was reported that a homechoice (hc) pro machine experienced an unspecified system error. This was reported to have occurred during patient use; however, the specific step of therapy and patient connection at the time of the alarm are unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. An event history log review did not identify any system errors in the alarm logs. No abnormalities were identified during external inspections. The device passed all functional tests, and an alarm was unable to be recreated during evaluation of the hc. A device history record review was performed and determined that the device was no longer in its original manufactured condition. The service history record showed no previous service events were the same/similar to the reported problem and all specifications were met during previous service events. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.